Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call shut off and did not receive a low battery alert prior. Caller reported that issue occured more than once. Customer's blood glucose was unknown. Customer was advised to insert new batteries and to monitor insulin pump.